Event description:
The device was returned with no info. No pt symptoms, treatment, or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4). Final device analysis of the implantable neurostimulator and one lead (lot# j0546744v) revealed no anomaly found, normal device function. Final device analysis of the second lead (lot# j0546744v) revealed a reliability non-conformance. #11-15 conductors were broken 23.1cm from the distal end.